Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h14b01024, h14a03063, h13k26107 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient received an unknown antibiotic treatment intraperitoneally (doses and frequencies not reported). The patient was discharged after twelve days of hospitalization. At the time of this report, the patient was reported to be recovering from the peritonitis. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A batch review will be performed for potentially associated lot numbers h14b01024, h14a03063, and h13k26107. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).